Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 1454 captures the reportable event of sheath peeled. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the sheath was apparently fraying internally. The procedure was completed at this time. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2020*** it was reported that the procedure was performed on (B)(6)2019. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the sheath was apparently fraying internally. The procedure was completed at this time. There were no patient complications reported as a result of this event.